Event description:
It was reported that a leak was detected in the fluid chamber and the device needs to be returned for evaluation and functional testing.

Manufacturer narrative:
Date of event is unknown. One device was received for investigation. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported complaint was confirmed, as a leak was found. A severely cracked tank cover caused this issue. The tank cover and gasket were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.